Manufacturer narrative:
In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
Water leakage during use.

Manufacturer narrative:
Review the production batch records provided with number 303536 and batch 4310562. No abnormal conditions that could lead to this defect were found during the production process, and all processes and final inspections were in compliance with the specification requirements. There are no relevant quality notifications for this batch of products. Visual inspection was performed for 210 ea of retain samples of this batch, no leakage was detected. There are no samples and pictures, so the investigation of the samples cannot be carried out.

Event description:
Customer discarded physical sample. ** no additional information provided.